Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l safety mechanism failed the ophthalmology clinic filed a complaint about the product vps 22gg and 20g. The needles are blunt ended, which makes it difficult to pierce the skin. The clinic has patients with difficult vascular access. This exposes patients to repeated attempts to insert the line. The stilet's security often falls off, resulting in a high risk of needle sticking. Additionally, this situation does not protect medical staff from safe disposal of the product. When did the incident occur? = during use.